Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During implant, it was observed that the lp had poor current of injury and fluctuating impedance values. Upon repositioning, the lp helix was found to be stretched. The procedure was completed using an alternate lp on (B)(6) 2026. There were no patient consequences.